Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device carrier was stuck in mesher. The event occurred during surgery and there was no harm, no delay reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 2:1 cutter serial number (B)(4) for evaluation. Evaluation of the device on 22 august 2019 noted that the roller and roller gear had visible damage to them and that the calibration and test cut could not be taken due to a bent comb. The returned cutter was tested and produced a passing test cut. Repair of the mesher occurred the same day and involved replacing the comb, roller, and the roller gear. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. While the service technician found that the comb was bent, which would interfere with the carrier as it is being fed through the device and possibly catch it during use, it cannot be determined from the information provided as to what caused the comb to become damaged. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.